Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further due diligence, it was reported the event occurred during patient use. D9 corrected information: the device was received on 24feb2021; not on 09feb2021 as previously reported. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no blockage was noted. However, during pressure testing a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿syringe med line leaking at filter¿ and ¿tubing leaking by microfilter¿. The set was filled with tylenol, meropenem and benadryl; and the reporter is unsure of which medicated solution leaked. This event occurred during any unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.